Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately ten minutes into a robotic laparoscopic prostatectomy procedure, one of the surgeons noticed a wire hanging out of the cadiere forceps (cf) being applied on the seminal vesicle. The cf was removed then replaced and the surgery was completed normally. After examining the removed cf, the surgical team believes the two ends of the wire match up. The surgeon inspected the instrument and determined there were no missing parts. The procedure was delayed by approximately two minutes. There was no patient injury.